Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurence of "sys error 105" alarm was identified in the event history log. There was no pt injury or medical intervention required since this item was found during evaluation of the device. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The reported "sys error 105" alarms were confirmed through an event history log review. The cause was undetermined. If any add'l info is rec'd a follow up will be sent. The motor sub-assembly was replaced.